Event description:
It was reported through stryker facebook page: "had my done in august, swelling and pain still. Don¿t think I would ever do my other knee."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.